Manufacturer narrative:
The removed cpu pcba was returned to the failure investigation lab (fi). A visual inspection of the board revealed no evidence of damage or contamination. The fi technician installed the cpu board into a fi ventilator to duplicate the reported issue. The customer complaint cannot be verified. The returned cpu board passed all testing. No clicking noises were heard. There was no fault found.

Event description:
The customer called into technical support (ts) reporting that the device has a clicking noise when it begins to alarm and when it stops alarming. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Staff reported that a clicking noise could be heard during exhalation while patient was on CPAP mode. Stated that waveforms looked good while patient was set up but the clicking made her nervous since she¿s never heard it do that before, so she swapped out units. Initial setup, minimal interruption in therapy. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is thinking it is a relay and it clicks once when the unit begins to alarm, and one more time when the alarm condition is silenced. Recommended part ID for a cpu pcba. The customer installed the cpu pcba, and there was no more clicking noise. The rse provided the customer with the software option codes for avaps, cflex, and ramp. He will perform the test per the service manual.